Event description:
It was reported that the healthcare provider (hcp) was suspecting another catheter issue. The patient was concerned that the catheter might be compromised in some way. The hcp was going to use fluoroscopy to determine if the catheter was out of the intrathecal space. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer's report 3007566237-2012-00600 for other catheter issues.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the physician¿s office had not been in contact with the patient for almost two years. The patient was moving to florida and the nurse had no knowledge of the event. It was further reported the nurse said the patient was not stable (¿certifiably crazy¿) and the healthcare provider (hcp) had the pump explanted for that reason. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient mentioned having a kink with her 2nd pump and ended up having a revision.